Event description:
It was reported that the patient with a pacemaker was exhibiting an increase in right ventricular (rv) lead pacing thresholds. The patient also reported discomfort. Technical services (ts) was coregulated and recommended system testing and possible reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).